Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the pt experienced serious bodily injuries, including erosion of her internal bodily tissues.